Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to moisture damage keypad traces also there were no scrolling numbers display anomaly noted. The device had a scratched display window, a scratched case, and a cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 539 mg/dl. Troubleshooting was not performed. The device was returned for analysis.